Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011 and that a revision procedure occurred on (B)(6) 2011 to remove and replace the condyle kit and humeral stem for unknown reasons. A subsequent revision procedure took place on (B)(6) 2013 to remove and replace all components due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2013-01012 / 01016).